Manufacturer narrative:
The device was evaluated by a customer support engineer. The device log indicated that the unit was unplugged from the electrical outlet and was running on battery power for an extended period of time. The device did alarm appropriately to indicate the nearing of battery depletion and eventually shut down after being completely drained. The device was operating as intended. No parts were replaced.

Event description:
It was reported that, during patient use, the ventilator shut down. The ventilator was in a ventilator inoperable state. There is no report of patient injury associated with this event.